Event description:
Patient received inappropriate therapy. During lead explant, insulation damage was observed.

Manufacturer narrative:
The field experience of insulation anomaly was confirmed. Analysis found abrasion on both the lead outer insulation and rv(etfe) cables insulations at 15.3 cm from the connector pin. Both rv cable insulation and wires were melted at the same location. The damage found is consistent with abrasion against the ICD can.